Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was oversensing the minute ventilation (mv) signal on the right atrial (ra) channel and was exhibiting jumps in ra pacing impedance measurements, including one measurement that was over 2000 ohms. At this time the mv signal has been programmed off and right ventricular automatic capture feature was turned off as it was pacing the patient too much in backup mode. No adverse patient effects were reported.